Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at a follow-up, an alert for possible hv lead issue was observed. High pacing threshold, noise, high lead impedance, insulation anomaly and inappropriate shocks were noted. Upon explant, lead fracture consistent with a clavicular crush was observed. The lead was replaced.